Event description:
The facility representative reported a colleague infusion pump with failure code 809:00. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 809:00 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective temperature sensor in the pump head module. The pump head module was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. Should additional information be received, a follow-up medwatch will be submitted.